Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's leads were explanted and replaced with a different model lead. Effective stimulation therapy was restored.

Event description:
Note: the pt received 2 leads from the same lot. It was reported the pt lost stimulation in her established pain pattern. The pt has tried all of the programs, on maximum amplitude to no avail. The pt was reprogrammed but stimulation did not provided pain relief. The pt is pending an appointment with a neurosurgeon.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.